Event description:
The customer alleges back to back results of: 338 vs. 70 mg/dl and 443 vs. 60 mg/dl. No report of an adverse event. L1 control was in range. Return requested and replacement was sent.